Manufacturer narrative:
No medwatch form received from the user facility. All sections on this form completed by the MFR. Investigation findings: an investigation is unable to be completed as the product was discarded by the facility. A review of product history for the past 2 years shows four other reported problems for metal shavings. There are no injuries related to these reports. Conmed linvatec will continue to monitor this product for failures.

Event description:
It was reported that during use of this shaver burr in an acl procedure, metal shavings were noted in the surgical site. The surgeon was unable to determine if all metal shavings were retrieved. There was no report of injury to the pt from this event.